Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device interrogation oversensing of noise on the right ventricular (rv) channel was observed. There were several inappropriate shocks administered due to the noise. The rv lead also exhibited loss of capture. No pacing inhibition or asystole was noted since the patient is not pacemaker dependent. It was also noted that the rv, right atrial (ra) and left ventricular (lv) leads all exhibited high out of range pacing. A revision procedure was performed where the leads and the cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced with a single chamber implantable cardioverter defibrillator (ICD). During the procedure a crack was oberseved on the crt-d between the header and can and visible insulation breaks were observed on the rv lead. No additional adverse patient effects were reported.